Manufacturer narrative:
Concomitant medical devices: 1290 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced skin erosion and possible infection. The right ventricular (rv) lead was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.